Event description:
Per medwatch 8194184: "ventilator stopped functioning; no patient harm."

Manufacturer narrative:
The maude report did not provide a serial number, date of manufacture, or customer information. As such, no ge healthcare repair could be completed, and no root cause identified. Block a: no patient information provided. D4 serial number: not provided. Section e initial reporter / contact information: not reported. G2 report source other: medwatch (B)(4). H4 date of device manufacture: not available as no serial number information provided. Legal manufacturer: (B)(4).

Event description:
Per medwatch (B)(6): "ventilator stopped functioning; no patient harm."

Manufacturer narrative:
Correction: block b5 event description was corrected to indicate the information was received via medwatch 12287113. The original initial MDR incorrectly indicated medwatch (B)(4).